Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The archive used in the procedure was sent to medtronic for evaluation. It was found that the back of the head was not included in the scan, therefore anterior anatomy was the only location for registration point. Each tracer registration was found to be insufficient, as there were few points for registration.

Event description:
A site representative reported that, while in a pituitary tumor resection, the surgeon observed a 2 millimeter imprecision in the sinus of the patient. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: device manufacture date provided.